Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography procedure, the guide wire coating was rough. The physician reported that during the procedure,the coating on the jagwire precursor 035/450 had become partially bunched up. The procedure was completed with another jagwire. No pt complications occurred. Pt status is satisfactory.